Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they got a broken force sensor was detected during seating or regular delivery error . The customer¿s blood glucose level was 111 mg/dl at the time of incident .troubleshooting was performed. The device will return for the analysis.

Manufacturer narrative:
Device was received with a serial number label fading. Device was received with a blank display due to moisture damage on the electronic assembly. Unable to verify critical pump error (open book image) alarm, pump error 35 alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly.